Manufacturer narrative:
Batch review performed on 05 january 2024: lot 2315674: 10 items manufactured and released on 05-jul-2023. Expiration date: 2028-06-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional device involved batch review performed on 05 january 2024: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot 2306397: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 2028-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
At about 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.